Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high out of range impedance warnings on the rv coil and the superior vena cava (svc) coil. The pacing coil had high wide variance in impedance. A follow up with the patient¿s healthcare provider yielded that the physician is aware of the lead issue and continues to monitor the lead. The lead will be evaluated once the patient come in to the next appointment. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was capped and a new lead was implanted.